Event description:
It was reported that a dissection occurred. Thar target lesion was located in the left anterior descending artery (lad). A 2.25 x 24 mm synergy was deployed and caused an edge dissection. The dissection was sealed with another synergy. The procedure was completed with no further complications.